Event description:
There have been three occurrences reported by our nursing staff of our omnicell automated dispensing cabinets displaying discontinued medications on the nursing unit cabinet many months after the order was discontinued. Two occurrence were in xxx 2021 and the third was this month, xxxxxx 2021 (6 months after). In the most recent case, the nurse reported the issue and omnicell needed to be contacted to resolve the issue as our ehr no longer displayed the discontinued medication to resend the discontinue message. In the most recent case, because the patient also had an active order on the profile the incorrect medication dose was given to the patient before the issue was identified. There was no patient safety impact identified. (B)(4).